Event description:
It was reported that the device was removed due to infection. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).